Event description:
Complainant alleged that over the past few months, staff members have indicated that when they touch the unit's main switch knob to adjust the joule setting, the unit's monitor screen intermittently goes blank. When the alleged malfunction occurrs, the staff turns the unit off and then on again and it functions properly. There were no adverse effects on the pts when the alleged malfunction occurred.